Event description:
On (B)(6) 2012, the patient's daughter contacted technical services regarding an unrelated alarm. During the conversation the daughter stated, the home patient (hp) is on a very low fill (fill volume was 500ml) because the hp had surgery. . On (B)(6) 2012, product surveillance (ps) contacted the peritoneal dialysis registered nurse (pdrn) regarding the alarm and surgery. The pdrn stated the hp had a hernia repair. The pdrn stated the hernia was pre-existing prior to the hp starting peritoneal dialysis (pd) therapy, but had increased and therefore the hp needed a hernia repair. The hp wanted to do pd therapy after the surgery, but was unable to drain properly. The pdrn stated the hp was switched to hemodialysis for a short time, but at the time of this report was back on the cycler for pd therapy. The hp was doing fine with therapy. On (B)(6) 2012, product surveillance called and spoke with the pdrn regarding the hernia. The pdrn confirmed the hernia was a pre-existing condition prior to the start of pd therapy. She stated the hernia was small and her surgeon decided not to treat the hernia prior to pd catheter insertion. On an unreported date, the patient began pd therapy with 2200ml fill volumes for 4 exchanges at night. The patient had a daytime dwell. The nurse stated as the patient continued with pd therapy, due to the large fills, the patient's hernia grew. On (B)(6) 2012, the patient was hospitalized for 24 hours and underwent surgery for hernia repair. The patient was placed on back-up hemodialysis for 1 week at that time. In (B)(6) 2012, 1 week after surgery, the patient restarted pd therapy with low fill volumes for 1 week (exact fill volumes and frequency were not reported). At the time of this report, the patient performed apd therapy with 1500ml fill volumes for 4 exchanges at night and a manual midday exchange with 1500ml fill volume. The nurse indicated the night fills would be increased to 2000ml the following week, but the patient would remain on lower fill volumes than prior to the hernia repair. At the time of this report, the patient was doing well and had recovered from the hernia. The nurse stated the worsening of hernia was related to the fill volumes and not a baxter device/product. She stated the patient never experienced any iipv/overfill events. The nurse did not want to have the homechoice device evaluated and stated there were no issues with the device.

Manufacturer narrative:
(B)(4). The device was requested, but is not available at this time. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). This report of patient symptom - other/hernia was not confirmed and the assignable cause was undetermined because the device was not returned for evaluation. There are no nonconformities, failures, rework or deviations documented in the device history record that could be associated with the reported condition. A review of the device service history revealed no issues that could have caused or contributed to the patient's hernia.